Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19july2019. The service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The customer returned gas delivery system was tested with no failures identified therefore, a root cause could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt), the unit failed the air flow accuracy test. There was no patient involvement.